Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The returned sensor testing did not confirm any performance issue with the sensor. However, even though qc test did not indicate an issue, the algorithm worked correctly in triggering mep as dms data analysis indicate mep spike value of 0.100. The system self-checks are functioning normally.

Event description:
On (B)(6) 2019, senseonics was made aware of an situation where user received sensor replacement alert resulting in early sensor removal.